Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer had not addressed their bg at the time of troubleshooting. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.